Event description:
Caller states the pt obtained a result of 286 mg/dl on advantage system 1 and 122 mg/dl on advantage sytem 2 within 10 mins. No action taken on device results. No adverse event reported. Add'l comparison reported results of 509 mg/dl on advantage sytem 1 and approx 120 mg/dl on advantage sytem 2 within 10 mins. No action taken on device results, no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. Reference medwatch is for suspect device in advantage system 1.